Manufacturer narrative:
On 2-oct-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip completely frayed. It was reported that the vizigo sheath would not allow the octaray catheter to pass or advance through the tip fully. The caller reported that on intracardiac echocardiography (ice), the octaray catheter appeared deformed on the tip. The vizigo sheath was removed from the body, and it noticed that the vizigo sheath tip was completely frayed and unusable. The tip was damaged exposing internal mechanisms. The caller noted that there was some difficulty getting transseptal access prior. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that the soft tip was broken completely frayed as customer reported. The damage could be causing by an excessive force during the insertion of the catheter through the sheath, however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed, the damage on the tip, could be related to the resistance issue reported by the customer. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip completely frayed. It was reported that the vizigo sheath would not allow the octaray catheter to pass or advance through the tip fully. The caller reported that on intracardiac echocardiography (ice), the octaray catheter appeared deformed on the tip. The vizigo sheath was removed from the body, and it noticed that the vizigo sheath tip was completely frayed and unusable. The tip was damaged exposing internal mechanisms. The caller noted that there was some difficulty getting transseptal access prior. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. There was no patient consequence. The octaray catheter was not damaged.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).